Event description:
It was reported that approx 5 weeks after lens implantation the lens tilted in the pt's left eye. The lens was repositioned and the pt was put on steroids. In the surgeon's opinion capsular contraction syndrome was the cause of the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.